Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jan2022 as data was collected between 2014 and 2022. Author information: cholevas, n., hoermandinger, c., just, I. A., politis, n., falk, v., potapov, e., & schoenrath, f. (2024). Backwash maneuver for heartmate3 inflow thrombosis: experience from two cases. Asaio journal. Https://doi.org/10.1097/mat.0000000000002258. German heart center of the charité, berlin, germany. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "backwash maneuver for heartmate3 inflow thrombosis: experience from two cases" that heartmate 3 may be associated with inflow thrombosis. The backwash maneuver was considered an alternative, less invasive approach compared to the emergency pump exchange, for the treatment of inflow thrombosis. This technique was performed in the hybrid operating room and involved temporarily stopping and restarting the pump under protection of the carotid arteries using the sentinel cerebral protection system (claret medical, santa rosa, ca, USA) to wash out the occluding thrombus. When the pump was stopped, a contractility enhancement by bolus administration of adrenalin raised the mean arterial pressure up to 100 mm hg and a retrograde flow from the outflow graft dislodged the occluding thrombus (washing it backward), allowing it to pass freely through the aortic valve and into the arterial tree. Between the years 2014 and 2022, 4 out of 327 patients (626 patient-years) who underwent primary heartmate3 implantation at the center were diagnosed with this type of thrombosis (cs-208383, cs-208384). Two patients were stable enough to undergo a backwash maneuver.